Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had holes in the air hose. It is known that the device was being used during surgery. It know that there were no injuries reported. It is unknown if medical intervention occurred. There was no additional information provided.